Manufacturer narrative:
Analysis of the catheter (lot# (B)(4)) found the catheter pin connector collet detached and/or was missing. As received, the proximal side of the collet was snapped into position with the catheter attached while the distal side collet was detached. Also, there was no catheter attached at the distal side. Additional visual inspection did not appear to show any anomalies with the pin connector and collets. The previously reported conclusion code no longer applies to this event.

Event description:
On 2016-04-22, additional information was received from a foreign manufacturer representative (rep). Additional information reported the catheter lot #. A new catheter was used to complete the procedure as issue resolution.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_pump, product type: pump. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-16, information was received from a foreign healthcare professional (hcp) via a (B)(6) representative regarding the implant procedure of a pump and ascenda catheter. There was no drug information reported. On (B)(6) 2016, during the implant procedure, the package of the reported catheter was opened by a nurse at the procedure start. Another nurse carefully received the catheter set in the tray and put this on a stand in the aseptic field without impact. The implant procedure was started. When the connector was about to be connected, the hcp noticed that one collet had come off (slipped off) and detached from the connector while sitting in the middle of the accessory tray. The detached connector and collet were collected and placed on another plate. Another hcp used a new connector to make a connection. The "disconnected catheter on the normal side of the complaint article" was used to make the connection during the procedure. An adverse event did not occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.